Manufacturer narrative:
The user facility did not return the subject device to olympus since the facility have used the subject device continuously. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test at the facility, the air/water channel of the subject device tested positive for unspecified bacteria(5cfu/10ml), which was not microbiological indicator organisms. The test indicated no microbial growth for other channels and the distal end. The subject device had been brushed using a non-olympus cleaning brush (mtw: 1-clean fab: b183273 durchmesser 2.7-4.6mm) and disinfected using a non- olympus automated endoscope reprocessor (hamo ehemals hamo/steris, model; ls-90). There was no report of patient infection associated with the event.